Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of vancomycin (2 gram, frequency, duration and route of administration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal pd2 2.5% therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. At the time of this report, the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.